Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8295897. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200787560] noted that did not pertain to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use the needles were shorter than usual with a bd syringe 1.0ml 31ga 8mm. The following information was provided by the initial reporter: consumer reported experiencing pain when she's taking her injection. Stated, she received the wrong syringes. Stated, she use to get shorter needles, (not sure if pen needle or syringe, consumer was not clear) has not gone to doctor for painful injections. Just kept repeating, "using shorter needles". She stated, it may have been a bd brand. Consumer is going to reach out to pharmacy to find out which brand she used in the past.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needles were shorter than usual with a bd syringe 1.0 ml 31ga 8 mm. The following information was provided by the initial reporter: consumer reported experiencing pain when she's taking her injection. Stated, she received the wrong syringes. Stated, she use to get shorter needles, (not sure if pen needle or syringe, consumer was not clear). Has not gone to doctor for painful injections. Just kept repeating, "using shorter needles." She stated, it may have been a bd brand. Consumer is going to reach out to pharmacy to find out which brand she used in the past.